Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she had her implant activated on (B)(6) 2020. The patient reported that the implant was to be used for her left leg where her pain was, however, she felt the stimulation in her right leg. The patient reported that sometimes stimulation was so strong and if she raised her arms to brush her hair ¿it sets it off¿ or when she lays down ¿it sets it off.¿ the patient reported that during the trial she didn¿t remember feeling stimulation mostly in her right leg. The patient reported that she could feel the stimulation stronger when she coughed. The patient noted that she was on group a and mentioned that she hadn¿t tried changing groups because he doctors thought group a would be the best but gave her the option for group b and c. The patient also reported that sometimes the device ¿just takes off¿ so she would have to lower the stimulation and sometimes it just goes off. The patient tried both groups b and c on the call and on both groups, she felt stimulation in her right leg more than her left leg. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that stimulation was in their right leg and their pain was in their left leg. Patient reported laying on their back would cause stimulation to take off and get very strong. Patient stated at time sitting would also cause this. Patient reported they reprogrammed with a rep and it was working well.